Manufacturer narrative:
The device was returned to olympus and the evaluation found: scratches on the tip of the insertion part. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, scratches on the tip of the insertion part. There was no patient involvement.